Manufacturer narrative:
Correction: upon evaluation, it was determined that the event reported on 8030665-2020-00271 was not a reportable event related to fmc products. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 8030665-2020-00271. The reported leak occurred between the safe lock adapter luer lock connector and the supply bag not the liberty cycler set. The fmc safe lock adapter luer lock connector product related to the event was reported on 8030665-2020-00302.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the baxter supply bag after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 5 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak was a loose connection. Fluid did not come in contact with cycler. The patient was advised to continue the use of their cycler the next day and to follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested, however it was not available.